Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly. Customer's blood glucose level was 9.7 mmol/l. Customer also stated that the approximate size of air bubbles is on the smaller size but there are plenty at the top of the reservoir and in between o-rings. The device will not be returned for analysis.